Event description:
New information notes the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise episodes were observed. Competitive pacing on the ventricular channel, resulted in a mismatch of the near field and the far field channel triggering non sustained lead noise. Device was reprogrammed and remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.